Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)."

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pelvic pain, vaginal area pain, nocturia, urinary retention, recurrent urinary tract infections cystitis, urinary frequency, yeast infections, bowel problems, inflammation, neuromuscular pain, physical pain, post-surgery discomfort, discomfort, suffered psychologically/emotionally, pain, infections; urinary problems-unspecified, ¿I have a harder time walking and working out due to my pain and discomfort/it takes me more time to complete household tasks, yard work or running errands due to frequent bathroom breaks/spending time with family and friends now require having a restroom always nearby,¿ diarrhea, cystocele/rectocele/vaginal vault prolapse (prolapse), diverticulitis, hypertension, gastroesophageal reflux disease, suprapubic pressure, fatigue, constipation, back pain, vaginal atrophy, accidental bowel leakage, and required additional non-surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary tract infections with resistance to multiple antibiotics, abdominal pain, urge incontinence, e coli in urine culture, painful urination, hesitancy, nausea, urinary incontinence, incomplete bladder emptying, mild bladder trabeculation, erythematous rounded mucosal lesions in mid portion of trigone, chronic kidney disease, overflow incontinence, cystocele with valsalva, weak pelvic floor muscles, inability to do kegel, feeling like bladder might be falling down again, weight loss, urosepsis and depression. She alleged diarrhea requiring over the counter medication.